Event description:
Information received by medtronic indicated that the software error detected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer complained about the device having a device error 14 on event date of august 2, 2022. Device alarmed device error 43 during rewind test on december 7, 2022. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to device error 43. Device alarmed hardware low level failure (unknown variable) during self test on december 7, 2022. Successfully downloaded history files and traces using thus. No device error 14 alarms during testing or in history. Critical device error 40 alarmed during testing on december 7, 2022. Following critical device error 40, device booted with critical device error (open book error). Unable to redownload history due to critical device error (open book image). Tested with a test p-cap and the test p-cap locked in place properly. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, motor, and force sensor. The following were noted during visual inspection: stained keypad overlay, cracked case (battery tube), pillowing keypad overlay. Device error 14 could not be confirmed since history files do not go up to event date. Device error 14 unknown. Device error 43 confirmed due to exposure to moisture on the motor. Hardware low level failure (variable unknown due to inability to access history files) confirmed, problem isolated to electronic assembly. Unable to download history files and traces due to critical device error (open book image). Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.